Event description:
The pump was explanted and returned to the manufacturer due to severe leg pain. Hcp questions if it was a pump malfunction that caused the pain. A follow up report will be sent when additional information is received.